Manufacturer narrative:
Evaluation of the device did not show any malfunction. Process evaluation did not reveal any issue. Observed trajectory deviation is likely related to guide seating issue caused by inherent stone model distortions.

Event description:
Doctor used a surgical guide to place dental implants. After performing the surgery, doctor determined that the implants were too facial and that he will have to go back graft the bone at a later date.